Event description:
Customer reported being hospitalized due to high bg, gastroparesis and other infections. Suggested customer to take correction injection as per md. Pump programming was incorrect. Explained the impact of incorrect programming on bg. Customer also mentioned a no delivery alarm. Troubleshooting performed.